Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that "after inflating the balloon, surgeon tried to remove the wire from the balloon, and the balloon began to leak and the contrast liquid went out of the balloon". No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, no damage or defect visible on the device. The device has been inflated at least one time, confirmed by the shape of the balloon. During functional analysis an attempt was done to inflate the balloon with water. A leakage was noted on the y-adaptor at the location where the stylet is normally screwed. The first step of the analysis was to cut the outer-shaft (only) at approximately 1cm of the y-adaptor. Once done, the outer-shaft and the inner-shaft are detached from the y-adaptor. At this point, normally, the inner-shaft must not be detached from the y-adaptor. That means that something causes its separation. A piece of the inner-shaft is still visible in the y-adaptor under the gluing location. The part of the inner that was separated from the y-adaptor was analyzed under the microscope, first from outside. Then the inner-shaft was cross cut and both parts were analyzed under microscope. The inner-shaft wasn¿t torn, but seems that the tube is melted at the distal part of this piece. Based on the information provided, visual and functional analysis, the most probable root cause cannot be found. The leakage of contrast is confirmed.